Event description:
A patient contacted lifecor customer support to report that one of the patient's battery packs was not charging. She stated that it had been on the charger all night and still was not fully charged. Support had the patient download and the download revealed a "battery charger fault" flag on one battery pack. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The cause for the defective charger was a combination of defective components. The charger was found to have a defective pnp low sat transistor (component q1) and three defective 6a 40v schottky rectifiers (components d4, d13 and d14). The root cause for the defective components cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.